Event description:
The customer contacted physio-control to report that their device was booting up with white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface and verified the reported issue. The root cause of the reported issue was due to u2; under thermal stress the device can display a white screen and a device lock up, both of which were reported by the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designated u2.

Event description:
The customer contacted physio-control to report that their device was booting up with white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.